Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels reaching 599 mg/dl. Contact was unsure of the cause for the reported elevated bg levels. Reportedly, the luer lock has leaked insulin and the customer has received incomplete bolus alerts. Contact stated they received the incomplete bolus alert due to the customer accidentally closing the bolus window while in the middle of requesting a bolus. Customer delivered boluses to bring bg levels back to target range.